Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The supplier's certifications indicated that the correct material was used and the correct hardness values were obtained. The threaded persuader was returned with one of the two prongs on the threaded tube broken off. The piece that broke off was not returned with the complaint device. Both corners of the remaining prong have dents, and the corners of the engagement openings were deformed. The prong engagement width could not be measured because the appropriate measurement equipment was not available. The remaining prong was damaged to the point that accurate measurements could not be made. This complaint is indeterminate from a manufacturing standpoint because the missing and damaged portions of the product made physical dimensional verification impossible.

Event description:
It was reported that during a spine trauma surgery, the new matrix threaded persuader broke. The tip that attaches to the screw broke off. All pieces were retrieved from the patient. The surgeon used another instrument and completed the procedure successfully. This incident extended the length of the surgery by approximately 30 minutes.